Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the waist pack was torn and did not close or secure well. The waist pack was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the waist pack was torn and did not close or secure well. The waist pack was not returned for evaluation. A review of the manufacturing documentations could not be performed since the lot number of the waist pack was not provided. As a result, the reported could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with a tear on the waist pack can be attributed to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.